Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 69 mg/dl. Reportedly, the customer believed the reason for the low bg level was due to a settings issue. Tandem technical support (cts) advised for the customer to consult with health care provider to discuss low bg levels. Cts offered to follow up with the customer regarding low bg values; customer declined. The customer addressed low bg level with a glucose vial.